Event description:
Pt decannulated. She was on pulse oximetry stand alone unit. No staff heard the unit alarm. Pt was coded and remained unresponsive. Pt was transferred via 911 to (B)(6) hospital where pt expired on (B)(6) 2013. The hospital is unable to determine for certain which model of pulse oximeter was being utilized by the pt at the time of this incident.